Manufacturer narrative:
(B)(6). Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient complained of pain post procedure. A study was ran to determine if the right common femoral artery (cfa) was closed post the 8fr angio-seal device. The physician accessed the left cfa and atherectomized the affected limb to reopen the vessel. Spectranetics laser, and a silverhawk was used for atherectomy. The angiogram showed that the reference vessel was 5mm in diameter. The reported blood loss was less than 250cc. The cfa was opened and the flow was restored. The patient was stable post intervention. A spectranetic was used. Additional information was received on november 7, 2018. The procedure being performed was a peripheral procedure. There was no issue with arterial access and a pre-deployment angiogram was performed. There was no issue with insertion, deployment or withdrawal of the angio-seal device and hemostasis was achieved by the angio-seal device. The site of the puncture was in the cfa. There was no disease or dissection present in the access site. The patient presented to the ER with pain, reduced and diminished pulses. A doppler was performed. Access of the contralateral cfa performed to shoot an angiogram of the affected ipsilateral cfa and an occlusion was noted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.